Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was opened for use during a colonoscopy procedure. According to the complainant, during preparation, the snare loop was broken when they took the device out from the package. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.